Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the insulin pump has low battery life and does not vibrate. Complained the battery tube and battery cap is corroded. Insulin pump passed displacement test, active current measurement and sleep current measurement. The insulin pump failed self test with no vibration alert due to moisture damage to the vibration motor. Insulin pump successfully downloaded to thus. Insulin pump trace download analysis confirmed the insulin pump alarmed low battery alert on (B)(6) 2021 17:45:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed low battery alert were triggered due to corroded battery tube. Found moisture damage to motor assembly, electric board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, corroded battery cap contact, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed no vibration alert due to moisture damage to the vibration motor. Confirmed the insulin pump alarmed low battery alert due to corroded battery tube and corroded battery cap contact. Found moisture damage to motor assembly, electric board during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was corroded. Customer stated that the insulin pump was exposed to fluid. There was leaks on the battery compartment and the battery cap was damaged. Customer stated that the insulin pump was failed in self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.